Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. An abnormal transient battery voltage drop was detected which was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that this was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.